Manufacturer narrative:
The cause for the discordant advia centaur xp (B)(6) results is unknown. Siemens healthcare diagnostics has requested the patient sample for further testing and investigation. The IFU states in the interpretation of results section: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." The IFU states in the limitations section: "the calculated values for (B)(6) and/or p24 (B)(6) in a given specimen as determined by assays from different manufacturers can vary due to differences in assay methods and (B)(6) specificity. The results reported by the laboratory to the physician must include the identity of the assay used. Values obtained with different assay methods cannot be used interchangeably. The reported (B)(6) level and/or p24 (B)(6) cannot be correlated to an endpoint titer. Currently available assays for the detection of p24 (B)(6) and/or (B)(6) may not detect all infected individuals. A (B)(6) test result does not exclude the possibility of exposure to or infection with (B)(6). (B)(6) and/or p24 (B)(6) may be undetectable in some stages of the infection and in some clinical conditions." MDR 1219913-2018-00107 and MDR 1219913-2018-00119 were filed for the same event.

Event description:
A (B)(6) advia centaur xp (B)(6) result was obtained on a patient sample for a known (B)(6) patient since 2011. The customer reran the same tube ((B)(6)) on the advia centaur xp, thawed from (B)(6), on (B)(6) 2018. The result was (B)(6). The patient sample was also tested at another site with the advia centaur xp (B)(6). The result was (B)(6). The customer sent the patient sample to a reference laboratory for testing on an alternate method and (B)(4) blot. The results were (B)(6). The patient is elite controller. It is unknown if patient treatment was altered or prescribed. There was no report of adverse health consequences due to the discordant advia centaur xp (B)(6) result.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2018-00110 on (B)(6), 2018. (B)(6) 2018 additional information: the patient is considered an "elite controller", which is defined as a very small subset of people infected with hiv who are able to maintain suppressed viral loads for years without antiretroviral therapy (art). However, because hiv continues to replicate even in elite controllers, art is recommended for those rare controllers who have declining cd4 counts or who develop hiv-related complications. The sample from this patient was provided to siemens for additional testing. Siemens performed the following investigations on the sample received: -test with advia centaur ehiv assay. Resulted > assay range -test with chiv separate solid phases. The sample appears to be reactive with the hiv-1and p24 observed no reaction. The studies to date tell the following: samples are not seroconversion samples, not a hook effect, not a sample type issue, not a sample draw issue. The dilutions were performed on the neat plasma sample received and no dilution effect or interferent present. > 1 million rlu counts on ehiv ag sp (anti-p24 ag bridging) patient sample was able to neutralize p24 ag control in chiv assay the results of the investigations indicate that the patient sample may be a p24-antibody only sample. The primary purpose of the advia centaur chiv assay is to aid in the diagnosis of hiv infection. Chiv assay is a combo assay, it only has the architecture to detect p24 antigen. Ehiv assay is able to detect patient sample because it has the assay architecture for p24 ab detection. The advia centaur chiv IFU (10629832_en rev. K, 2017-12) states in the limitations section states "currently available assays for the detection of p24 antigen and/or antibodies to hiv-1 and/or hiv-2 may not detect all infected individuals. A negative test result does not exclude the possibility of exposure to or infection with hiv. Hiv antibodies and/or p24 antigen may be undetectable in some stages of the infection and in some clinical conditions." Based on the information provided the advia centaur xp chiv assay is meeting claims. Siemens is unable to rule out a sample specific issue as the cause for the false negative results. The instrument is performing within specifications. No further evaluation of the device is required. MDR 1219913-2018-00107 supplemental report 1 and MDR 1219913-2018-00119 supplemental report 1 were filed for the same event.